Manufacturer narrative:
The event of "choroidal hemorrhage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced "choroidal effusion, hemorrhage or mixed effusion hemorrhage: other" in the unknown eye against the xen®45 gts.